Event description:
The account alleged, the emergency trendelenburg does not function. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.